Event description:
It was reported that the patient was experiencing pain at the ipg pocket site as well as inadequate stimulation. It was also noted that the patients ipg was difficult to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed of per facility policy.